Event description:
It was noted that the patient underwent a full revision due to high impedance. The explanted products have not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect product was returned and received into product analysis. No analysis has been performed to date.

Manufacturer narrative:
D9. Device available for evaluation; ; corrected information ; initial MDR inadvertently omitted information known prior to submission. B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that during product analysis of the leads, evidence of incomplete pin insertion was identified through set screw marks on the lead pin. It cannot be determined when this incomplete pin insertion event occurred/if it contributed to the high impedance or was resolved during implant surgery. During the visual analysis the coil was found to be broken. The coil ends appeared dark and pitted. Due to the condition of the coils the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. No other relevant information has been received to date.